Event description:
During a remote follow-up, noise resulting in oversensing and inappropriate automatic mode switch (ams) was observed on the right atrial (ra) lead. Lead damage was suspected but was not confirmed. Provocative testing was performed and the lead noise was reproduced. No further intervention was performed and the patient was stable and will continue to be monitored.